Event description:
The customer reported the c-arm was not getting any power. This would likely result in a no boot situation. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.